Manufacturer narrative:
Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an autolog iq instrument, it was reported that when the user was pulling sodium chloride from the bowl, it started leaking /pressure relief. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that no damage was noted in the instrument or the disposable, and no visual, audible, or performance abnormalities observed. The leak occurred from the bowl cover pressure relief. The wash kit was disposed, and a back up device with new wash kit was used to complete case, also the customer unsure of lot number as customer have multiple. Customer unable to recall the fill (fluid) level of the reservoir, holding, saline, and waste bag at the time of the issue. No error message reported.